Event description:
It was reported the patient experienced ineffective stimulation due to a kinked lead. During the procedure while removing the lead the second lead had migrated. Surgical intervention took place wherein the leads were explanted and replaced to address the issues. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.